Event description:
It was reported the pt's ipg site was red and hard to touch. He was sent to the hospital to receive IV antibiotics. F/u info identified the pt was given two more courses of IV antibiotics. The sjm rep confirmed the pt does have an infection and a culture was taken, however, results are unk. Further f/u info identified the pt has been prescribed oral antibiotics.

Manufacturer narrative:
Method: the device and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records". Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.